Event description:
It was reported that this pacemaker recorded noise which was oversensed in the right ventricular (rv) channel. Technical services (ts) was contacted and reviewed the data. This pacemaker remains in service. No adverse patient effects were reported.